Manufacturer narrative:
The reported event of the wrench did not click, and the lead could be pulled out of the connector was confirmed. Analysis revealed that the v-setscrew had been screwed out of the connector block socket by the physician most likely making too turns in the reverse direction. Once the setscrew is out of the socket and falls out of position it cannot be engaged by the wrench again. Therefore, the wrench turned without clicking and the lead could be pulled out because the torque wrench could not re-engage the setscrew to tighten it. Lab testing verified the v-setscrew was normal and could be tightened with the wrench clicking. The problem is related to the user¿s incorrect use of the torque wrench.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that there was no clicking sound from the set screw when the lead was connected to the pacemaker, and the connection appeared to be loose. The pacemaker was not used and replaced during the procedure. The patient was stable.